Manufacturer narrative:
One (1) elevator #0 (09-0258) manufactured on jul 29, 2014 was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was verified as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions: ¿avoid undue stress or strain when handling or cleaning instruments.¿ there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of the non-conformance database shows that the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a surgical removal of a wisdom tooth, the elevator broke. The broken parts were retrieved manually with no parts remaining in the patient and only a few minutes of delay. It is reported that there were no problems with the patient or any injuries.